Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was noted on the right ventricular (rv) lead due to dislodgement. The physician attempted to reposition the rv lead but the helix was unable to retract. The event was resolved by explanting and replacing the rv lead. The patients status at the time was unavailable but the patient was recently reported as expired due to an unrelated reason.